Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports being unable to obtain a result due to an error on the coaguchek xs system. Multiple attempts were made. The nurse returned to the home care office to get approval to do a lab draw. Approximately 16 hours later the patient became symptomatic and was taken to the emergency room (ER). A lab value returned as >10.0 inr; she was diagnosed with internal bleeding and treated with multiple blood transfusions, platelets, and vitamin k. The patient was released from the hospital 3 weeks later and has since recovered. Requested return of suspect system and replacement was sent.